Event description:
It was reported that during preventive maintenance the cardiosave hybrid type b plug (iapb) displayed drive manifold leak test failure. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.